Event description:
It was reported that during use the articulating wrist of the instrument split in half. Half of the instrument wrist and pin fell into the patient. Both components were retrieved with no injury to the patient. The procedure was continued with another permanent cautery hook without incident. It was reported that there was no adverse outcome or injury.